Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) stored inappropriate atrial tachy response (atr) episodes due to oversensing of noise on the atrial channel. Boston scientific technical services (ts) was consulted and reviewed data from the interrogation. It was noted that the right atrial (ra) lead impedance measurements were variable, and had been since the last office interrogation. Ts suggested further interrogation with a programmer. The field representative was unable to provide any further information. The ICD and ra lead remain in service and no adverse patient effects were reported.